Event description:
It was reported by the sales rep in south korea that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that the backside on the tip on the vapr tripolar90 suction electrode device was detached when opened. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in unused condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip does not shows signs of activation. Since the back plate is detached, the functional test will not be performed. The electrode will be sent top the manufacturer for further review. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not returned in the original packaging. The device active tip shows signs of debris around the active tip and in the suction port but no signs of activation. The cut return cap has partial become detached from the ceramic and has been left secure by the cut return wire only. The device shaft is undamaged and remains straight. No residue visible in the suction tube. Electrical and functional testing not performed due to cap detachment. Manufacturer summary: from our initial investigation we were able to confirm the customer reported problem where the return cap has become partially detached from the ceramic but we have been unable to determine a root cause at this stage therefore further investigation will be required. A CAPA has already been initiated to investigate this failure mode further and identify any potential preventative /corrective actions. This complaint will be added to the scope of this CAPA which is currently in the root cause phase. The failure mode has been reviewed against the systems risk assessment document, the highest identified risk within 892007 for failure modes that are equivalent to the reported complaint failure mode is a section of device breaks during use and falls within patient. Non-routine intervention required to retrieve components. In the last 12 months a total of (B)(4) individual tripolar electrodes were shipped. A review of our complaint records over the last 12 months to assess the frequency of this failure mode shows this defect to be low occurrence with 7 confirmed complaints in (B)(4)devices in manufactured (sep 21- aug 22) therefore, the severity and frequency (1 in 8,570) are as anticipated in the risk documentation and remain as alra. A DHR review has been performed for lot u2101106; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.